Event description:
It was reported that inappropriate atp and hv therapies were delivered due to noise. The noise was confirmed to be emi that may have been caused by cautery during a surgical procedure. All lead measurements were stable and in-range. No changes were made to device and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.